Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to abbott vascular. Although there was no issue reported with the device, returned device analysis noted balloon shredding and wrinkling. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon damage reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery. During advancement of the 7.0x15mmx135cm herculink elite, it was noted that the vessel length had been under-estimated, thus the device was removed. There was no resistance, damage, or issue with the device. A 7.0x15mmx135cm herculink elite was used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided. The device was returned with balloon wrinkle and peeling/shredding. Follow-up information received from the account stated that no damage was noted before, during, or after the procedure.